Event description:
The device was difficult to remove at the end of the case. The report shows approximately 1-cm of the distal tip detached during product removal but was subsequently retrieved during the procedure. The hcp reported the possiblity they had inadvertently sutured pasrt of the product material to the aorta during the case. Product return from the facility is not expected. No subsequent patient complication has been reported.the device was difficult to remove at the end of the case. The report shows approximately 1-cm of the distal tip detached during product removal but was subsequently retrieved during the procedure. The hcp reported the possibility they had inadvertently sutured part of the product material to the aortaduring the case. Product returnfrom the facility is not expected. No subsequent patient complication has been reported.